Manufacturer narrative:
A sample device was not returned for analysis. Identifying product information such as lot number was not provided; therefore, a device history report could not be obtained. Root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient developed endophthalmitis. A questionnaire was received reporting that one day after an intraocular lens (iol) was implanted the patient had mild pain, hand motion vision, increased cells and hypopyon. An anterior chamber tap was performed with intravitreal steroids and antibiotics administered. Anterior chamber cultures were done with no aerobic, anaerobic, white blood cells or bacterial growth. Normal postoperative medications were used as well as an added pupil dilating medication. The interventions have been effective with vision improving, inflammation improving and the hypopyon resolved. The site suspects that the handpiece injector had not been cleaned properly as flaking material was noted to be coming off of it at some point.